Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 102 mg/dl. The customer stated that the act, escape and act buttons do not work properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.